Manufacturer narrative:
H10: the navio surgical system (part number npfs02000), used in treatment, had an issue when the first four sections of the un-stressed rom stage were missing, during a procedure on (B)(6) 2018. DHR review found that the software version (navio 6) has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system logs and case screenshots were returned for evaluation and an initial visual inspection did not confirm the reported problem. The screenshots did not show any errors. The non-stressed rom stage does not require any collection between 0 and 30 degrees of flexion (the first 4 sections). This is the proper behavior of the software. The root cause of this issue was determined to be no problem found. There are no corrective actions initiated for this issue.

Event description:
It was reported that during ukr case, while collecting unstressed range of motion, the system didn't collect the first 4 data sections. Went back and reset the page resulting in the same issue. Exited out of the case and restarted the case and encountered the same problem. Also, later in the case the rotation of the femur mesh looked really off, requiring them to size of the femur landmarks not the mesh. Finally collected enough data to proceed with case by pushing the patient's knee into deep flexion. The patient was not harmed.